Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and replaced due to invalid impedances on leads and ipg reaching end of its service. It is unknown if this occurred prematurely. Effective therapy was restored post-op.

Event description:
It was reported patient underwent surgical intervention wherein the entire system was explanted and replaced. Reason for the procedure is unknown at this time.

Manufacturer narrative:
Date of event is estimated.